Event description:
Caller states 2/28/09 is the expiration date printed on the aviva test strip vial. MFR reports the expiration date as 4/30/08. No adverse event reported. Requested return of suspect device and replacement was sent.